Event description:
Pt underwent cataract surgery on 3/2001 and implantation of staar model aa-4203vf intraocular lens in the left eye. According to the director of nursing, while the lens was being implanted into the eye there was difficulty (stiff) pushing the lens through the cartridge/plunger and when the lens opened into the eye, the posterior capsule tore. The lens was explanted, a vitrectomy perfomred and another lens implanted. Pt did very well after surgery and prognosis for improved ad excellent vision are very good.

Event description:
Pt v.n. Underwent cataract surgery in 2001 and implantation of staar model aa-4203vf intraocular lens in the left eye. According to the director of nursing, while the lens was being implanted into the eye there was difficulty (stiff) pushing the lens through the cartridge/plunger and when the lens opened into the eye, the posterior capsule tore. The lens was explanted, a vitrectomy performed and another lens implanted. Pt did very well after surgery and prognosis for improved and excellent vision are very good.